Event description:
Patient came to the hospital for a hip replacement and surgery went well. Post procedure x-rays performed in pacu showed "what appeared to be something wrong with the acetabulum and asymmetry. Several x-rays were obtained. Because of this, the patient was taken back to the operating room immediately from the recovery room. A c-arm fluoroscopy was used to look at the hip. On some views was satisfactory, other views it was not." Surgery was performed and upon inspection what was found "was that the polyethylene cup had dislodged. This had dislodged despite the fact that it was carefully checked." A new polyethylene cup was inserted and showed the cup remained seated. Patient recovered without any further complications and was discharged home on (B)(6) 2015.